Event description:
Original contact (email) by consumer questioning accuracy. All readings reported were consistent, (a-ce grid) however, consumer did not feel as though the readings should be that high. Consumer got sick and checked again to see their blood sugar was very low. (Unable to ascertain time elapsed from email). Follow up conducted to check on the report and condition. Consumer was taken by an ambulance to hospital due to very low sugar levels.